Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the pull wire on the distal end of the forceps was broken limiting the device from opening and closing properly. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report. (B) (4).

Event description:
It was reported from a cord blood processing facility that after the freezing bag component of two devices (at different geographical locations) had been filled with cord blood, the freezing bags burst when the technician was in the process of using an rf sealer to seal the passageways (nearest the ports) between the large and small compartments of the freezing bags.